Manufacturer narrative:
Suspect medical device: brand name: 3 additional gore® excluder® aaa endoprostheses were, unknown lot numbers, were implanted during the initial procedure. A gore® excluder® iliac branch endoprosthesis and gore® excluder® aaa endoprosthesis, in addition to two gore® acuseal vascular grafts, (all lot numbers unknown), were implanted in a follow up procedure. Date of event: please note: the date of event was not provided, and has been estimated as (B)(6) 2016 based on information received.

Event description:
It was reported that on an unknown date in (B)(6) 2016, the patient underwent a procedure for repair of several aortic aneurysms. The patient presented with a 10 cm abdominal aortic aneurysm, a 6 cm right common iliac artery aneurysm, a 3.4 cm left common iliac artery aneurysm, and a 2.8 cm left internal iliac artery aneurysm. The aneurysm in the right common iliac artery was coil embolized and extended to the external iliac artery. A gore® excluder® aaa endoprosthesis was place distal to the first 90 degree turn of the abdominal aorta, with the left side flared using a 27 mm limb followed by 32 mm and 36 mm aortic cuffs. The aortic and iliac aneurysms were successfully excluded. It was intended that the left iliac internal artery would be treated with a gore® excluder® iliac branch endoprosthesis once it became commercially available. The patient was lost to follow up for approximately 1.5 years. A CT imaging study revealed that the previous endovascular repair was intact without endoleak, but the endoprosthesis in the left common iliac artery was not well opposed to the wall of the vessel. The aneurysm in the left common iliac artery remained relatively stable at 3.5 cm. Treatment was recommended for the left internal iliac artery, as the physician felt the cuffs were not durable. A cutdown was performed on the left femoral and axillary arteries. The tortuosity of the left common iliac artery was underestimated, and the physician was unable to advance the axillary sheath beyond the proximal aortic graft. A gore® excluder® iliac branch endoprosthesis was deployed and bridged with a gore® excluder® aaa endoprosthesis 27 mm x 10 cm limb. A through and through wire was placed between the 2 access sites, but did not help. Two gore® acuseal vascular grafts, 8 mm x 79 mm and 8 mm x 39 mm, were used in the left internal iliac artery, but could not be advanced to the planned position, and were deployed short of the intended seal zone. The patient tolerated the procedure. A post operative angiogram revealed no endoleak. A follow up CT scan showed filling of the left internal iliac aneurysm distal to the endoprosthesis, but it was stable in size. The physician continued surveillance of the aneurysm, but no further action was taken.